Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") and genital haemorrhage ("abnormal bleeding") in a 32-year-old female patient who had essure (batch no. B34595) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included obesity, hypothyroidism, vitamin b12 deficiency, hiatal hernia, dvt, meningitis, irritable bowel syndrome and vertigo. Concomitant products included acetylsalicylic acid (aspirin), alprazolam (xanax), cyanocobalamin, lorazepam, metoprolol, oxycodone hydrochloride;paracetamol (percocet), tramadol and vitamin d nos (vitamin d). On (B)(6)2013, the patient had essure inserted. In january 2014, the patient experienced nausea ("nausea"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("menorrhagia"), migraine ("migraines"), the first episode of headache ("headaches") and complex regional pain syndrome ("neurological conditions or problems type: reflex sympathetic dystrophy"). In 2014, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and fatigue ("fatigue") and was found to have the first episode of weight increased ("weight gain"). On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant), abdominal pain lower ("abdominal cramping"), abdominal distension ("severe bloating"), the second episode of headache ("headache"), abdominal pain ("pain in abdomen") and pain in extremity ("pain in legs / nerve pain inlegs") and was found to have the second episode of weight increased ("weight gain"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6)2016. At the time of the report, the pelvic pain, genital haemorrhage, abdominal pain lower, abdominal distension, the last episode of headache, the last episode of weight increased, nausea, vaginal haemorrhage, menorrhagia, migraine, complex regional pain syndrome, fatigue and pain in extremity outcome was unknown and the abdominal pain had resolved. The reporter considered abdominal distension, abdominal pain, abdominal pain lower, complex regional pain syndrome, fatigue, genital haemorrhage, menorrhagia, migraine, nausea, pain in extremity, pelvic pain, vaginal haemorrhage, the first episode of headache, the first episode of weight increased, the second episode of headache and the second episode of weight increased to be related to essure. The reporter commented: she need for additional surgery current weight 220 lbs. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 30.1 kg/sqm. Hysterosalpingogram - on (B)(6)2013: total bilateral occlusion. Most recent follow-up information incorporated above includes: on (B)(6)2018: pfs received event " abnormal bleeding (vaginal, menorrhagia), migraines/ headaches, nausea, reflex sympathetic dystrophy,weight gain, abdominal pain, leg pain" were added. Outcome of event " abdominal pain" was updated as recovered. Patient, product and reporter information were added. Concomitant drug and medical history were added. Lot number added. Incident we received a lot number. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") and genital haemorrhage ("abnormal bleeding") in a 32-year-old female patient who had essure (batch no. B34595) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included obesity, hypothyroidism, vitamin b12 deficiency, hiatal hernia, dvt, meningitis, irritable bowel syndrome, vertigo, headache, nausea, anxiety, jaw operation, meningitis, dysfunctional uterine bleeding, anxiety disorder, esophagogastroduodenoscopy on (B)(6)2015, abdominal discomfort and thromboembolism. Previously administered products included for an unreported indication: percocet and lorazepam. Concomitant products included acetylsalicylic acid (aspirin), alprazolam (xanax), cyanocobalamin, lorazepam, metoprolol, oxycodone hydrochloride;paracetamol (percocet), tramadol and vitamin d nos (vitamin d). On (B)(6)2013, the patient had essure inserted. In (B)(6)2014, the patient experienced nausea ("nausea"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("menorrhagia"), migraine ("migraines"), the first episode of headache ("headaches") and complex regional pain syndrome ("neurological conditions or problems type: reflex sympathetic dystrophy"). In (B)(6), the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and fatigue ("fatigue") and was found to have the first episode of weight increased ("weight gain"). On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant), abdominal pain lower ("abdominal cramping"), abdominal distension ("severe bloating"), the second episode of headache ("headache"), abdominal pain ("pain in abdomen") and neuralgia ("pain in legs / nerve pain inlegs") and was found to have the second episode of weight increased ("weight gain"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6)2016. At the time of the report, the pelvic pain, genital haemorrhage, abdominal pain lower, abdominal distension, the last episode of headache, the last episode of weight increased, nausea, vaginal haemorrhage, menorrhagia, migraine, complex regional pain syndrome, fatigue and neuralgia outcome was unknown and the abdominal pain had resolved. The reporter considered abdominal distension, abdominal pain, abdominal pain lower, complex regional pain syndrome, fatigue, genital haemorrhage, menorrhagia, migraine, nausea, neuralgia, pelvic pain, vaginal haemorrhage, the first episode of headache, the first episode of weight increased, the second episode of headache and the second episode of weight increased to be related to essure. The reporter commented: she need for additional surgery current weight 220 lbs. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 30.1 kg/sqm. Hysterosalpingogram - on (B)(6)2013: total bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on (B)(6)2019: quality-safety evaluation of ptc incident we received a lot number. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") and genital haemorrhage ("abnormal bleeding") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), abdominal pain lower ("abdominal cramping"), abdominal distension ("severe bloating"), headache ("headache"), weight increased ("weight gain") and nausea ("nausea"). The patient was treated with surgery (to remove the essure implant). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, genital haemorrhage, abdominal pain lower, abdominal distension, headache, weight increased and nausea outcome was unknown. The reporter considered abdominal distension, abdominal pain lower, genital haemorrhage, headache, nausea, pelvic pain and weight increased to be related to essure. The reporter commented: she need for additional surgery. Incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.